Event description:
Per the user facility there was a component missing from the device. There was no patient involvement and no serious injuries due to this event.

Event description:
Per the user facility there was a component missing from the device. There was no patient involvement and no serious injuries due to this event.

Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not available